Event description:
It was reported that while in use on a patient there was a blood back event and as a result of the cs300 intra-aortic balloon pump (iabp) alarmed ¿leak in iab circuit¿. The customer called to report that they used the ¿help¿ screen because of a leak in iab circuit alarm and discovered blood in the catheter. A getinge rep verified that the blood is within the helium tubing. The cardiologist suggested continuing pumping at a frequency of 1:3 to avoid thrombus formation. The getinge rep explained why that is not advised and the actual frequency for preventing thrombus formation under different circumstances. It was discussed with the customer the need to avoid further risk of pump contamination by not continuing to pump and the risks of even periodic balloon inflation. The customer will stop the pump and communicate with the physician. They will encourage replacement/reinsertion in a short time frame. They were very pleased with the help and will retain the balloon. A follow up call revealed that they had replaced the balloon.

Manufacturer narrative:
(B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). It was reported while in use on a patient there was a blood back event and as a result of the cs300 iabp alarmed ¿leak in iab circuit¿. There was no patient harm and no adverse event was reported. No getinge service was requested. However, the customer has advised that their biomed inspected the iabp and performed a complete pm and the unit was released for clinical use. Evaluation conducted by biomed.